Manufacturer narrative:
Internal report (B)(4). Product returned for eval. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 230 to 320 mg/dl. Comparing blood glucose test results to auto check meter and results she claims are 200 mg/dl higher using her trueresult meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 8:58pm) with result of 330 mg/dl and 574 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 11/18/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1:363mg/dl (B)(6) 2015 05:53pm; memory 2:314mg/dl (B)(6) 2015 05:51pm; memory 3:314mg/dl (B)(6) 2015 01:06pm; memory 4:314mg/dl (B)(6) 2015 05:56pm; memory 5:373mg/dl (B)(6) 2015 08:28pm. Based on the customer's expected blood glucose results of 230 to 320 mg/dl and the highest fasting test result obtained of 574 mg/dl; the complaint is reportable - zone c.